Manufacturer narrative:
Results: the indigo system aspiration catheter 5 (cat5) was kinked in multiple locations throughout its length. Conclusions: evaluation of the returned devices confirmed that they were kinked. This type of damage typically occurs due to improper handling during use. If the device is manipulated forcefully against resistance during advancing into the patient, damage such as this may occur. The kinks in the cat5 likely caused the resistance experienced while attempting to advance the sep5 into the patient. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
The patient was undergoing a coil embolization procedure using an indigo system aspiration catheter 5 (cat5) and an indigo system separator (sep5). In the middle of the procedure, the physician was unable to advance the sep5 through the cat5 and removed both devices from the patient. Upon removing the cat5 and sep5 from the patient, the physician noticed that they were both kinked. The procedure was completed using a new cat5 and a new sep5. There was no report of an adverse effect to the patient.